Manufacturer narrative:
Correction report only. See h11b3: date of event corrected from (B)(6) 2021. B6: corrected relevant test date from (B)(6) 2021. D6: corrected implant date from (B)(6) 2021. G3: original aware date should have been 1/25/2021.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, a cause for the reported incomplete coaptation (intraprocedural) could not be determined. The additional therapy/non-surgical treatment (addl mitraclip same procedure) is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After the steerable guide catheter was removed, it was observed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted adjacent to the first clip; stabilizing the slda clip. Mr was reduced to 1-2. There were no adverse patient effects. No additional information was provided.